Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 199 mg/dl and then 211 mg/dl while wearing the pod between 36 and 48 hours. After realizing elevated bg levels, patient found pink slide had not moved forward as intended; this indicates a needle mechanism failure. As treatment, pod was removed and a manual injection was delivered.